Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of obstruction is listed in the perclose proglide instructions for use as a known patient effect of use with suture mediated closure device procedures. Reportedly, the proglide smc device was used in a axillary artery. It should be noted the electronic proglide instructions for use (eifu), states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). In this case, it is unknown if the reported violation of the IFU caused the reported difficulties. Based on the article information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatments are related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: literature title " the safety and efficacy of a minimalist approach for percutaneous transaxillary transcatheter aortic valve replacement (tavr)." B3: date of event estimated as 1/1/2018 as participants of underwent percutaneous transaxillary tavr between january 2018 and september 2019. The UDI is unknown as the part and lot number were not provided in the literature. Device code 1494 clarifier - incorrect anatomy.

Event description:
The article aimed to demonstrate the safety and efficacy of percutaneous transaxillary transcatheter aortic valve replacement (tavr) and to compare outcomes with patients who underwent transfemoral (tf) tavr. Access site closure was performed with 2 pre-placed proglide closure devices. Use of additional closure devices, balloon angioplasty, and administration of protamine in some patients were reported. Left subclavian artery stenosis [occlusion] which required surgical repair was also reported. The article concluded that percutaneous transaxillary tavr is a safe and effective alternative approach and can be performed with a minimalist approach, with outcomes comparable to tf tavr. Additional information can be found in the attached article "the safety and efficacy of a minimalist approach for percutaneous transaxillary transcatheter aortic valve replacement (tavr)."